Manufacturer narrative:
The service engineer (se) inspected the device and verified the reported issue. The se found error codes in the diagnostic logs. The se replaced the breath delivery (db) power controller/distribution printed circuit board assembly (pcba), performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient a 980 ventilator shut down. Although requested, information pertaining to the intervention taken (if any) on the behalf of the patient and patient outcome has not been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: it was reported that the patient was removed from the ventilator, manually ventilated via a resuscitation bag and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Additional information received from the field service engineer (fse) as follows: the fse noticed "red sticky" medication on the ventilator starting on the graphical user interface (gui) and down the side of the ventilator that the distribution board was on. The fse spoke with the equipment processing department at the hospital and was told that one of the technicians attempted to clean the ventilator by using bleach and ajax clear to remove the substance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique identifier (UDI) number added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the breath delivery (bd) power controller printed circuit board (pcb) and the bd power distribution pcb were returned for failure investigation. The bd power controller pcb was visually inspected and functionally testing with no anomalies observed. The bd power distribution pcb showed visible damage was observed across numerous components on the board. Evidence of liquid was observed on the board as well as the aluminum mount. Due to the liquid damage to the board, it was not tested in a ventilator. Conclusion: the liquid damage to the bd power distribution board was preventing ac power from running the ventilator. This damage was reported to have been caused by spilled medication and customer cleaning of the ventilator. If information is provided in the future, a supplemental report will be issued.